Manufacturer narrative:
(B)(4). We received no sample. Batch review: no abnormality was found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4). The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): catheter detached.